Manufacturer narrative:
(B)(4). Batch # unk investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
This case is from the health authority. It was reported that during the surgery, when to use, could not open the jaw, which could not be used. Changed another one to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.